Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted. The patient underwent a mesh removal on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and bladder descensus and mesh was implanted.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a colonoscopy. The patient experienced pain and erosion.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency.

Manufacturer narrative:
Additional patient codes: (B)(4) - urgency, (B)(4)- suprapubic pressure additional narrative: it was reported that following insertion the patient experienced suprapubic pressure, dysuria, and urgency.